Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of disassociation of the acetabular liner from the shell, which led to catastrophic polyethylene wear and direct femoral head - acetabular shell contact. However, this cannot be confirmed because adequate information was not provided.

Event description:
Revision - reason not reported.